Event description:
A surgeon reported that during intraocular lens (iol) implant surgery, the lens shot out of the injector. The first half of lens came out posterior, he repositioned it and advanced the lens when it shot out. The lens was extracted, a vitrectomy was performed, and another lens was implanted anteriorly. Add'l info has been requested.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. The product was not returned and not enough info was provided from the account to properly complete an investigation. Add'l info was requested on 02/14/2012 and 02/23/2012, and 02/28/2012 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).